Event description:
It was initially reported that the "pump was removed shortly after implant because it was flipped". It was later reported that the pump was removed due to "battery depletion". The drugs delivered included morphine and bupivacaine.

Manufacturer narrative:
(B)(4): final analysis of the device revealed no significant anomalies, battery depletion end of life.